Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the whole power port on the controller was loose and moved. The patient was in the clinic. A controller exchange was performed. The patient tolerated the exchange with no issues.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed the two power connectors were slightly loose. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The probable root cause was the connector assembly was not manufactured properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.